Manufacturer narrative:
Investigation summary: no product was returned. Device in wrong position: clinical details note that while attempting to reposition to fix cannula position, the pump dislodged from the pulmonary artery. The cause of the positioning issues was not determined since insufficient clinical details were provided. Pump stop/retrograde pump flow: clinical details note that during re-priming, the automated impella controller (aic) alarmed "impella stopped. Retrograde flow." Data log review confirms impella stopped - reverse flow alarms but there are no pump metrics at the same time. Based on clinical details, the alarms most likely occurred while the pump was outside of the body. The cause of the pump stop was not determined since product was not returned and insufficient clinical details were provided. Pump not detected: clinical details note that during re-priming, the aic alarmed ¿impella defective.¿ data log review confirms an impella defective alarm. The cause of the pump detection issue was not determined since product was not returned and insufficient clinical details were provided. Device history lot ==> device lot: 1750590 device history review ==> the pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock with low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported that the patient was admitted for a coronary artery bypass graft and aortic valve replacement using a mechanical valve and root enlargement. Post-procedure, the medical team was unable to wean the patient from cardiopulmonary bypass (cpb) due to the right ventricle (rv) becoming distended and the patient becoming hemodynamically unstable. Of note, the left ventricle appeared to be functioning normally with no significant abnormalities. In addition to cpb, the patient was supported by an intra-aortic balloon pump and several vasoactive medications. The medical team successfully implanted an impella rp, and support was initiated. It was noted that there was immediate decompression of the rv with improved flows and pulmonary artery (pa) pressures. Attempt to wean from cpb was again unsuccessful. The anesthesiologist observed pink, frothy sputum from the endotracheal tube, a sign of severe pulmonary congestion. The medical team decided to cannulate the patient for veno-arterial extracorporeal membrane oxygenation (va ECMO). While waiting for the va ECMO team, the rv became distended again and the impella rp flows decreased. The physician became concerned with impella rp placement and elected to reposition the device with fluoroscopy. During an attempt to reposition the pump, it dislodged from the pa. The physician attempted to recross the valve without success. The cannula was explanted, flushed, and re-prepped. During re-priming, there were alarms for ¿impella stopped¿, ¿retrograde flow¿, and ¿impella defective.¿ the decision was made to replace the impella rp with a new impella rp. The second impella rp was prepped, primed and inserted with no issues. Support was initiated, and the patient was then cannulated for veno-arteriovenous extracorporeal membrane oxygenation (vav ECMO), however the patient continued to decompensate. The physician reported ongoing difficulty maintaining hemodynamic support during the transition from cardiopulmonary resuscitation to vav ECMO. It was noted at that time that the patient had received a massive transfusion protocol of 13 units of packed red blood cells and 13 liters of fluid replacement. Mean arterial pressures remained in the low-40s despite maximal support. After the prolonged procedure, a multidisciplinary team determined that no further treatment would be successful. Therefore, resuscitative efforts were stopped, and the patient expired. This complaint involves two impella rp pumps: pump 1: impella rp with serial number (B)(6). Pump 2: impella rp with serial number (B)(6). This report specifically addresses the first pump. A separate report was submitted for the second pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
Although the patient's presenting condition may be more likely to have impacted the event, the first impella rp pump cannot be excluded as a possible contributing factor in the patient's demise. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.